Event description:
The pt was revised because of osteolysis, poly wear and instability.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the root cause of the reported instability / wear but it would not be unreasonable to expect some wear after 11 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported problem. The need for corrective action was not indicated.